Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie full height not detected on bus. The machine was rebooted multiple times however, the issue persisted. The drawers were opened using the keys and inspected for any physical obstruction none were found. Issue persists after troubleshooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 4 was not detected. The field service engineer (fse) found pyxis bus module controller printed circuit board assembly (pcba) and drawer controller board failed. Further, the engineer replaced both pcba and tested the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.